Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician isolated the issue to a worn brake block. The technician replaced the brake block to repair the bed.